Event description:
It was reported by service report that the scale was not weighing correctly and there was no bed exit. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Load cell.